Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of the mvp micro vascular plug system. Survey results from an interventional cardiologist in practice 25 years. The respondent has been using the mvp micro vascular plug system since (B)(6) 2019. The mvp micro vascular plug system was used during 50 arterial and 20 venous procedures in the last 3 years. In the past 12 months, the mvp micro vascular plug system was used in 20 arterial procedures and 10 venous procedures. The respondent has not used the device in procedures other than to obstruct or reduce the rate of blood flow in the peripheral vasculature. In the past 3 years, the respondent has reported 5 complications residual flow which did not occur in the past 12 months. The 5 residual flow complications are reported to have been related to the device itself and were considered as being not at all concerning. The respondent reported the mvp system was unable to completely occlude the fistula. The respondent indicated being aware that residual flow was a potential complication as noted in the IFU.